Event description:
Pt had a medtronic heartware hvad - left ventricular assist device (lvad) and accidentally disconnected his lvad driveline which lead to his death shortly thereafter. FDA safety report ID# (B)(4).